Manufacturer narrative:
In the case description, the user mentioned that the estimated glucose values displayed on the controller did not match a fingerstick reading. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of issues with the system that would result in estimated glucose value discrepancies. Review of the patient history buffer (phb) data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values received by the pod from the sensor and user inputs. Review of the log files found no evidence of abnormalities that would result in the application displaying incorrect values. Though no issues were observed, it could not be conclusively determined if the paired sensor was accurately reading the user's glucose levels and sending these values to the pod. The exact cause of the reported event could not be determined.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 499 mg/dl while wearing the pod for an unknown duration. The patient's sensor reading showed approximately 54 mg/dl, but the fingerstick measurement indicated 499 mg/dl, which forced them to raise their blood sugar levels by drinking milk and taking glucose pills. Symptoms reported include vomiting brownish-red material, diarrhea, itchiness and dehydration. The patient was treated with unspecified antibiotics and vitamins administered intravenously. The healthcare professional did not provide insulin after 24 hours. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.